Event description:
It is reported that the device was implanted in 2005. Revision surgery occurred in 2008, due to breakage of the pin and wear of the inserts. Two pieces of the original hinge pin were left in the pt at the dr's discretion.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: no post-operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. Cause cannot be definitively determined. No lot number was provided; therefore, device history records could not be reviewed. Scanning electron microscopy analysis of the inner pin tine fractures showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the component material showed ti, ai and v peaks in the spectrum typical of tivanium alloy.